Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. The balloon was initially inflated at 10 atmospheres for 20 seconds, then at 12 atmospheres for 20 seconds on the second inflation. However, on the third inflation at 12 atmospheres for 20 seconds, the balloon ruptured with vertical split. The procedure was completed with another of same device. There were no patient complications nor injuries reported.